Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had no symptoms of their blood glucose levels. The customer treated with injection. Customer's current blood glucose value was 103 mg/dl and the blood glucose was 678 mg/dl at the time of incident. Troubleshooting was performed. The customer had visited in emergency room on (B)(6) 2018. The blood glucose value when admitted to hospital was 678 mg/dl. The customer complained about hyperglycemia and not feeling well. The customer cause of hospitalization per healthcare professional's was unknown and stated high ketones lead to hospitalization. Customer was off the pump prior to hospitalization for less than 48 hours. The product was not returned for analysis.